Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was leaking from the blue mainbody during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; however, a photograph was provided for evaluation. Visual inspection of the photograph did not provide any evidence related to a leak. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.